Event description:
While on the line with technical support, patient attempted to perform a blood glucose test on the suspect device. Patient stated that the device generated an error message of "ee". The device's meter error should display "eee"; previously, the e in the 1's column was missing. Patient performed a segment test an dnoted that all segments appear normally. Patient was unable to replicate error. Patient then retested blood glucose and obtained a result of 237 mg/dl (which patient noted is a normal result). No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.